Event description:
Contact reported the revision of a artificial disc due to migration. The patient was moving something on their dresser when they fell over. The impant pushed out posterior. The disc was removed, and a/p fusion completed. It was reported that the surgeon had implanted two chairte implants and that placement at the level in question was difficult and the device was placed in and out five times to achieve proper alignment.